Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area was not cleaned before starting pd and unhygienic condition. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began empirical treatment with intraperitoneal (ip) injection of vancomycin (2 gram, duration not reported) and ip injection of gentamicin (20 milligram, duration not reported) for peritonitis. Dianeal therapy was ongoing. The patient was recovered from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.